Event description:
It was reported, that the patient presented to the hospital for a scheduled implant procedure. The right ventricular (rv) lead exhibited noise. The rv lead was capped and replaced on (B)(6) 2023. The patient was in stable condition throughout.